Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that he tested the iabp and found water in the lines. The fse could not recreate the low vacuum alarm and all tests came back normal. The iabp passed all functional and safety tests per factory specifications and was returned to the customer, cleared for clinical use. (B)(6).

Event description:
The customer stated that the intra-aortic balloon pump (iabp) had a low vacuum alarm. The circumstances of the event are unknown, however, no adverse event has been reported.